Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of 500mg/dl, with large ketones, confusion, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received unspecified treatment by their healthcare provider in the hospital. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had adjusted the pump basal rates before and after the blood glucose excursion. The reporter stated the patient¿s school nurse had entered the blood glucose amount into the ez blood glucose feature and it may not have been accurate. The bolus totals matched, and all boluses were recorded correctly. The basal delivery totals in total daily dose did not match due to the basal edit screen being accessed. The blood glucose issue was potentially caused by a miscounting of carbohydrates, and a change in stress level. The basal/temp basal settings were incorrectly programmed in the pump. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.